Event description:
It was reported that the customer received a no delivery alarm during a bolus. The customer resolved the alarm with an infusion set change. The customer was able to bolus again without a no delivery alarm. The customer's glucose was 378 mg/dl. Advised to call back next time the alarm occured. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.